Event description:
It was reported that a flogard infusion pump experienced an air in line alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was visually inspected and functionally tested. The reported condition of the air in line alarm was confirmed. The root cause of the air in line alarm was determined to be that the air in line sensor was out of calibration. To correct the condition, the air in line sensor was calibrated. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.